Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a bolus anomaly. Customer's blood glucose was 300 mg/dl. The customer stated that his insulin pump has not been delivering his boluses. The customer was advised that the device would be replaced. The customer stated that it is not that he can't deliver insulin, it is just at random times it doest not deliver his bolus.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.